Event description:
Balloon on catheter came off. Balloon was intact & inflated with supplied safety syringe before insertion. No pressure tracing was seen and catheter was removed from pt and balloon was not in place. Side port was removed from pt but balloon was not seen. A new sideport and catheter was placed. Note: balloon was left in pt, could not be located.

Manufacturer narrative:
H6: 86=device was not returned.